Event description:
Tubing found to be leaking from junction between trifurcate and male spin lock piece. Manufacturer response for microbore tri-fuse extension set, 3 IV connectors, filter, (brand not provided) (per site reporter).